Event description:
It was reported that the balloon burst. The target lesion was located in the superficial femoral artery (sfa). Stenosis was estimated at 50% target lesion was 80% calcified with no tortuosity. A 6.0mm x 40mm x 75cm athletis balloon was selected for use in a sfa angioplasty procedure to post-dilate a stent. After the stent was implanted, the athletis balloon was inflated once to a pressure between 10-12 atmospheres. However, the balloon burst. The procedure was completed with recanalization. There were no patient consequences.

Manufacturer narrative:
B3 - event date: the event date is not available and was reported as either (B)(6) 2021 or (B)(6) 2021. Upon receipt at our post market quality assurance laboratory, this athletis 6.0mm x 40mm x 75cm device was examined. Visual examination of the balloon identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 40 atmospheres as per athletis specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 14mm distal from the proximal markerband. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft or tip, which may have potentially contributed to the complaint incident.

Manufacturer narrative:
Event date: the event date is not available and was reported as either (B)(6) 2021 or (B)(6) 2021.

Event description:
It was reported that the balloon burst. The target lesion was located in the superficial femoral artery (sfa). Stenosis was estimated at 50% target lesion was 80% calcified with no tortuosity. A 6.0mm x 40mm x 75cm athletis balloon was selected for use in a sfa angioplasty procedure to post-dilate a stent. After the stent was implanted, the athletis balloon was inflated once to a pressure between 10-12 atmospheres. However, the balloon burst. The procedure was completed with recanalization. There were no patient consequences.